Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reported malfunctions were confirmed due to a stuck turret motor. Based on the results of the investigation, root cause was localized to a faulty turret motor. However, the cause of the faulty turret motor could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source exhibited an error (e200) on the monitor and the front panel light emitting diodes (led's) are blinking after power on. The issue occurred during maintenance. There were no reports of patient involvement.